Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/18/2015 for investigation. Investigation results as follows: visual inspection was performed and no physical damages were observed. A review of the platform's archive data was performed and there were no user advisory codes observed on the reported event date of (B)(6) 2015. However, multiple ua 41 codes were seen on 09/02/2015, thus confirming the customer's reported complaint. Functional testing was performed and the reported complaint was not confirmed. The platform was run with a test mannequin and a large resuscitation test fixture (lrtf) for 60 minutes and no user advisories or warnings were exhibited. Based on the investigation, no parts were identified for replacement, however the patient temperature sensor was replaced as a precaution. In summary, the reported complaint of the platform displaying a user advisory 41 was confirmed during platform archive review. The fault code however, was not observed during functional testing. Evaluation of the returned platform verified that the patient temperature sensor was functioning properly. A root cause of the ua 41 could not be determined. However, possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. Following service, including replacement of the temperature sensor, the device passed all testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that after the autopulse lifeband was reinstalled, the platform worked normally and performed two compressions and then displayed a user advisory (ua) 41 (patient temperature sensor failure) message. The ua 41 was unable to be cleared. No adverse patient sequelae was reported. No additional details were provided.